Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experiencing high blood glucose level 500 mg/dl. Customer reported that infusion set was came out. It was unknown if insulin pump was auto mode. Device will not be returned for analysis.